Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. We can conclude from the investigation that the implant was correct to packaging protocol, and conforming. With this conclusion from the investigation, the package being open when it left are facility is very unlikely, as the seal of the lid to the tyvek blister and also the adhesion seal around the top of the blister showed that it originally had a perfect seal,( and there were no discrepancies recorded in are manufacturing records to presume otherwise. No other implants from this batch have been returned.no other record of this complaint has been documented and is therefore an isolated incident.review of device history records found these units were released to distribution with no deviations or anomalies.review of complaint history found no additional related issues for this item. This report is being submitted late as it has been identified in remediation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip arthroplasty ,that upon opening a g7 liner that the sterile packaging was already opened. A different g7 liner was used to complete the procedure and there was no delay.